Event description:
Reported by the complainant as follows: pt has experienced subsequent incontinence of firm stool on removal of kit on (B)(6) 2010. The pt was admitted to hospital five months ago for coronary artery grafts x4 and did not thrive post surgery. There was a history of melena stool investigated by exploratory laparoscopy and endoscopy in may with no abnormal findings. Flexi seal was commenced on (B)(6) 2010 for cdt - pre-insertion documentation was completed and a pr exam was conducted by a surgeon. Local protocols and paperwork has been completed accordingly. The kit was removed on (B)(6) 2010. The diarrhea continued type 7 bristol stool chart (fluid) and a second kit was inserted on (B)(6). (The paperwork needs to be examined to see if there was a pr check this time before insertion). The kit was discontinued on (B)(6) 2010 as the pt is producing formed stool, however, the pt is now incontinent and is not aware when he has passed stool. More info is required as to a clinical assessment of the incontinence but at the moment he has little or no sphincter tone. Complainant said that the pt has some general neuropathy or unk origin, more sensory than motor including his legs and dysphagia of unk origin. The pt currently is in csitu currently with a tracheostomy which requires a lot of suction. Complainant described his condition as very dependent but stable.

Manufacturer narrative:
Reported to the FDA on (B)(4) 2010. (B)(4).